Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Importer's (thi) retention testing and most likely underlying root cause pending completion. Notes: 1. Follow-up calls pending completion 2. Sinocare (a foreign manufacturer, fei #(B)(4) and trividia health, inc. (A u.s. Company/importer, fei #(B)(4) have entered into a customer service agreement. Trividia health, inc. Handles customer complaints for the truenesstm blood glucose monitoring system and truenesstm air blood glucose monitoring system (k231476 class 2) and records customer information, establishing a unique complaint number.

Event description:
Consumer reported complaint for control result out of control range and erratic blood glucose test results. The customer called concerned with test results from results obtained of 123, 146, 110 and 160 mg/dl. The customer stated his expected am fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results, during the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/20/2027 and per the customer the open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history (only 4 results provided) result: 1: 123 mg/dl date: (B)(6) 2026 time: 5:38 pm non-fasting result 2: 146 mg/dl date: (B)(6) 2026 time: 5:27 pm non-fasting result 3: 110 mg/dl date: (B)(6) 2026 time: 9:25 pm non-fasting result 4: 160 mg/dl date: (B)(6) 2026 time: 9:23 pm non-fasting.